Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was implanted via percutaneous femoral arterial access in a patient of unknown age, gender, and indication for use. It was reported to the clinical support center that the pump had completely dislodged into the aorta and multiple attempts to reposition were unsuccessful. It was further noted that the patient had clinically improved, and the device could be explanted without replacement. Follow-up on (B)(6) 2026 by md clarified that during an attempt to slightly reposition the device, it was fully withdrawn from the left ventricle and could not be re-advanced. The impella was subsequently removed without complication at 16:00 on (B)(6) 2026, and vascular closure was completed successfully. The patient remained hemodynamically stable throughout.

Manufacturer narrative:
B5: added additional information.

Event description:
The customer stated that the pump will be returning for evaluation.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code f1904.